Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(4); (B)(4). It was reported that on 28 september 2022, a 35mm navitor titan valve was selected for procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum at the time of implant. It was noted that during the implant procedure the portico ng/navitor valve was re-sheathed twice due to be deployed too high. The final non-coronary cusp implant depth was 3mm and the final left coronary cusp implant depth was 2.7mm. It was noted post-implant via transthoracic echocardiogram that there was a trivial paravalvular leak. On 16 may 2023, it was noted that the patient had a syncopal episode, after feeling dizzy while sitting in a chair, likely caused by ventricular tachycardia. The patient's permanent pacemaker had captured/noted the ventricular tachycardia which was self terminated. The patient was instructed by their cardiologist to visit the emergency department. The decision was made to implant a implantable cardioverter-defibrillator (ICD). The patient did not have any other clinical signs or symptoms during or after this event. There is no allegation of malfunction against the abbott device or procedure. The patient sustained ventricular tachycardia is attributed to either ischemic myocardium or an underlying ventricular scar and the patient's past medical history. The patient was discharged at the time of report.

Manufacturer narrative:
An event of paravalvular leak and arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the event could not be conclusively determined. However, it was beleived that the patient sustained ventricular tachycardia was due to either ischemic myocardium or an underlying ventricular scar and the patient's past medical history. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve was selected for procedure. It was noted that on (B)(6) 2023, the patient had a syncopal episode after feeling dizzy while sitting in a chair. The patient's permanent pacemaker had captured/noted ventricular tachycardia, that was self terminated. The patient was instructed by their cardiologist to visit the emergency department. The decision was made to implant a implantable cardioverter-defibrillator (ICD).